Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 7 additional reports, and 4 of these incidents related to irritation in soft tissue. Total for lot number: 7 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1 by product family: 3 (2x depuy cmw 3, 1x depuy cmw 2).

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, patient received a right attune total knee to treat osteoarthritis. The patella was resurfaced and depuy cement was utilized. There were no indicated intra-operative complications. On (B)(6) 2019, patient received a right knee revision to address pain, decrease in active extension, decrease in active flexion, and tibial tray loosening at an unknown interface. The surgeon did not specify which interface the tibial tray was loose. All components were revised. The patient was revised with depuy products and two depuy cement products. There were no indicated intraoperative complications. Doi: (B)(6) 2017 dor: (B)(6) 2019 right knee.